Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was riding a horse at the time of the shock. The sensing vector was set to the primary vector at the time of the shock. The clinic has now reprogrammed the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.